Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. This report is for an unknown ao scaphoid lag-screw/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 1967 and 1977. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: leyshon, a., ireland, j. And trickey e.l. (1984), the treatment of delayed union and non-union of the carpal scaphoid by screw fixation, the journal of bone and joint surgery, vol. 66-b(1), pages 124-127 (united kingdom). The aim of this study is to describe a simple technique for screw fixation of the carpal scaphoid in cases of delayed union and non-union. Between 1967 and 1977, 32 patients (31 males and 1 female) were divided into 2 groups. 22 patients (mean age was 32.5 years) were in the delayed union group while 10 patients (mean age of 24.9) were in the non-union group. They were treated with an unknown synthes ao scaphoid lag-screw. After screw fixation the average time to radiological union was 5.8 months (range 1.5 to 17 months) for the delayed union group, and 6.9 months (range 1.5 to 15 months) for the non-union group. They were reviewed at a mean time from operation of 3 years and 1 month (range 10 months to 12 years). The following complications were reported: 2 patients in each group failed to unite after operation. 7 patients' screw had to be removed because of persisting discomfort over the screw head on local pressure. 17 patients' range of movement had limitation of dorsiflexion which never exceeded 25 degrees after operation. 5 patients had limitation of radial deviation by a maximum of 5 degrees. 4 patients who went on to persistent non-union, 3 after operation showed a decrease in their range of movement to half the normal and this limitation persisted. 7 patients had some slight tenderness over their surgical scar. 1 patient had complete radial nerve sensory deficit which was not a functional disability. 3 patients had significant shortening which did not unite after operation. 1 patient had late degenerative changes 7 years after the operation; this wrist was completely asymptomatic. This report is for an unknown synthes ao scaphoid lag-screw. This is report 1 of 1 for (B)(4).